Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, johnson and johnson became aware of a social media posting regarding the acuvue oasys brand contact lens, received by the (B)(6) account manager. On (B)(6) 2016 at 4:54 pm the patient (pt) posted the following comments: "I just came back from the pharmacy with vigamox for the 2nd time. I now have 2 corneal ulcers. I have been wearing contacts for over 30 years I never had any issues. This is now a normal event with the acuvue oasys!" Multiple attempts have been made to contact the pt for additional information. The date of the event or event(s), the lot number, affected eye, and product availability for return for evaluation is unknown. No additional information is available at this time. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.